Event description:
It was reported that this product was explanted due to infection and erosion. During the procedure, it was difficult to remove this electrode due to adhesion of the coil. The system was successfully explanted. There were no additional adverse events were reported.